Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice. Customer's blood glucose level was 426 mg/dl. She treated with a manual injection. The customer had a dry mouth. The infusion set had a bent cannula. Her blood glucose level was going up after treating with a manual injection. The customer's blood glucose level went up to 461 mg/dl. The device was not returned.